Event description:
Kmi received notification of a pending revision of a universal total wrist system owing to a dislocation (volar) that occurred two years after the implant surgery was originally performed. It was determined that the poly component used was incompatible (size) with the radial component.